Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown, PMA/510(k) number, manufacture date ¿ unknown. This report is number 2 of 2 MDR's filed for the same patient (reference 1825034-2014-01146 and 01147).

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2004. Subsequently, patient was revised on (B)(6) 2008 due to an unknown reason. Patient underwent another revision procedure on (B)(6) 2014 due to personal injury. The modular head and acetabular cup were removed and replaced.